Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was sutured due to a cesarean section, when the suture was opened, it was found that the connection between the needle and the suture was broken. Then the suture was replaced. There was no patient injury.